Event description:
Customer reported erroneous differential results when using a coulter lh 750 hematology analyzer. There were no instrument generated blast flags present with the test results. The test results were determined to be erroneous when compared to a manual differential with 14% blast cells. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for the second of two analyzers.

Manufacturer narrative:
The field service engineer did not evaluate the lh750 involved in this event. The lh750 was the back-up instrument involved in this event. The root cause was not determined through data analysis of data produced by the laboratory's primary analyzer, a lh780. Based on raw data analysis, the sample did not show distinctive abnormality that is typically recognized as a blast pattern, therefore the algorithm software did not initiate a blast flag for the sample results. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00596.